Manufacturer narrative:
The field service engineer (fse) found the peristaltic pump (pm1) tubing was disconnected from lv 13(valve 13). The fse replaced the tubing from lv13 to the peristaltic pump to resolve the leak and the platelet background issue reported. (B)(4).

Event description:
The customer reported a leak of blue fluid on the counter below the coulter act diff 2 analyzer and failing platelet background on startup. The instrument was placed in shutdown for the weekend and there was also some blue fluid on the right side compartment. The customer is unsure of where it was coming from. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.